Manufacturer narrative:
Other text: device evaluation: the device/sample was returned for investigation. A visual inspection was performed, and no discrepancies were detected. A functional test was performed, and the failure mode was not confirmed. The root cause of the reported failure cannot be determined. There were no relevant findings detected in the DHR.

Event description:
Information was received regarding a cadd administration set. It was reported that the device under-delivered; 31ml of infusion was not administered. It is unknown if there was any patient, or clinician injury associated with these occurrences. No further details provided at this time.